Manufacturer narrative:
Product event summary: analysis found the battery drawer was broken. Analysis also found the upper case, lower case, one bail cover, and the high rate cover were broken. It was noted there was a battery removal error during testing.

Event description:
It was reported the epg (external pulse generator) was damaged. The epg was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.